Event description:
The patient stated that she applied a new v-go on 2/7 at 10:35am and it fell off of her stomach at 6pm. The patient stated that she may have touched the adhesive pad before applying it to her body.